Event description:
It was reported that the capture thresholds of this right ventricular (rv) lead has risen over time. It was noted that this lead had been implanted in the left bundle branch (lbb) which was considered to be off-label use of this product. It was also noted that this patient had experienced syncope. A lead revision was performed and measurements were normal. However, additional imaging revealed that the lead had migrated. Subsequently, this lead was explanted and replaced with a new rv lead. Product return is anticipated. No additional adverse patient effects were reported.